Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic hysterectomy procedure. A permanent suture was used for the closure of the vaginal vault after the removal of the uterus and cervix. Post-operatively the suture caused the patient pain. There was tissue damage as a result of the problem due to possible abrasion caused by the suture to the surrounding tissue. In order to resolve the issue, an additional operation was performed and the non-absorbable suture was removed and replaced with an absorbable suture. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one unknown suture opened by the account. A visual inspection of the returned product noted one partial blue suture embedded in tissue. It is unclear from the returned sample what may have cause patient discomfort. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.